Event description:
It was reported that the pt underwent a procedure to fuse t9-s1 using posterior fixation. It was reported that the transverse process at right t9 broke and the hook became off the rod post op. The revision surgery was performed one and a half years post op to extend the fixation level up to t5. It was reported that the pt bone quality was poor.

Manufacturer narrative:
(B) (4): neither device nor film of applicable imaging studies were returned to the manufacturer for eval. We are unable to determine the cause of the event.